Manufacturer narrative:
Vessel damage is labeled in the IFU. Difficult deployment is discussed in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent evar on (B)(6) 2013. The health professional found that the head of stent was separated with sheath, a portion of the stent was outside the sheath during the procedure, which affect the stent delivery to the point. As there was no replacement available, the stent graft was manually repaired with forceps haemostatic and finally placed. The stent graft delivery to the point was very difficult as the stent scratched walls of the blood vessels. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.